Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What stapler was used with the reported reload? Were any difficulties experienced with device during initial procedure? Please provide a timeline of events. Were any staple formation issues noted throughout care of patient? What was found during the reoperation? How was the issue addressed in the reoperation? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient had a fistula in the gastroenteric anastomosis, on the white reload stapling line ecr45w. Surgical re-approach to fistula closure.

Manufacturer narrative:
(B)(4). Date sent: 1/13/2021. Four photos received. Upon visual inspection of four photos, the following was observed: the photos show what appear to be a staple line on the tissue and some staples can be seen properly formed between the tissue. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2021. Additional information was requested, and the following was obtained: what stapler was used with the reported reload? Powered echelon. Were any difficulties experienced with device during initial procedure? No. Please provide a timeline of events. Were any staple formation issues noted throughout care of patient? What was found during the reoperation? The staple line opened. How was the issue addressed in the reoperation? The surgeon put a prosthesis. What is the current patient status? Alive, but still in the ICU.